Event description:
During an article review (salvage of chronically exposed gore-tex vascular access grafts in the hemodialysis pt," plastic and reconstructive surgery journal, december 1988, authors: peter j. Mckenna, m.d., and michael g. Leadbetter, m.d.), a pt was identified which reportedly received an additional procedure for the treatment of the pt's exposed gore-tex vascular access grafts. The pt was admitted 1 month post implant with an exposed graft. A flexor carpi ulnaris muscle flap was performed to cover the exposed graft. Graft salvage was achieved.